Event description:
Customer reported a past event of low blood glucose, with the lowest level recorded at 44 mg/dl. The customer¿s sister provided emergency glucagon injection. Technical support advised the customer to consult a healthcare professional to discuss potential factors affecting blood glucose levels.